Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 22.6 mmol/l. Customer had symptoms like nausea and headache. Customer was treated with pen. Customer was not using auto mode feature. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported insulin flow block alarm. Customer changed the complete set but it still recurred. The device will be returned for analysis.